Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged nose irritation, respiratory tract irritation, reduced cardiopulmonary reserve, heart blockage requiring surgery, chronic congestion. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported the incident in relation to the voluntary field safety notice / recall notification. The manufacturer was contacted in reference to dreamstation auto CPAP device. The patient has alleged nose irritation, respiratory tract irritation, reduced cardiopulmonary reserve, heart blockage requiring surgery, chronic congestion. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.